Event description:
Medtronic received information that his bioprosthetic valve, implanted 30 months, was explanted due to elevated gradient.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. All commissures were intact. A small tear and abrasions through the free margin and lunula of the left cusp appear to be due to bias wear adjacent to the non-coronary left stent post. A large tear and abrasions through the free margin and lunula of the left cusp appear to have originated with bias wear adjacent to the left right stent post but increased in size during explant. Extensive tears and abrasions on the tunica, of all cusps, appear to be due to the removal of host tissue. An unknown amount of pannus appears to have been removed on the inflow of all cusps. Tears and abrasions on the inflow, suggests extensive pannus overgrowth. Radiography shows no evidence of mineralization in the valve. Conclusion: review of the device history record revealed that this valve met all specifications when released for distribution. Reduced performance of the valve attributed to host tissue overgrowth. Theses findings are generally considered a patient related condition.